Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported through pmcf that a patient was treated for cardiomyopathy using the prelude snap splittable sheath for introduction of pacing/defibrillator lead experienced vessel damage, requiring treatment. The event was considered possible related to device.